Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: no device sample was available for evaluation and no x-ray images were provided. The customer reported that the endoleak corresponds a deficiency in sealing areas in the artery. The information provided regarding the stent placed 15 days prior to occurrence of the endoleak, were limited, e.g., the indication for the stent placement as well as the exact placement site were not reported. It was alleged by the customer that the endoleak does not correspond to a device failure and as no deficiency of the placed stent was reported. Therefore, no root cause evaluation, regarding a device deficiency was performed. Labeling review: current version of relevant labeling applicable for this product was reviewed. Based on the instructions for use supplied with this product the covera plus vascular covered stent is intended: "¿ to restore and maintain the venous outflow of hemodialysis access circuits; ¿ to restore and maintain the blood flow in the common and external iliac artery; ¿ for use by physicians who have experience in endovascular revisions of hemodialysis access circuits or endovascular treatment of peripheral artery disease; ¿ for adult hemodialysis patients suffering from obstructions of the venous outflow of avf/avg and for adult patients with lesions in the common and external iliac artery." The actual indication for the reported stent placement as well as the exact placement site was not provided by the customer. H10: d4 (expiration date: 04/2024), g3. H11: h6 (method, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a stent placement procedure, the patient allegedly experienced type ia endo leak. The current status of patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the covera plus vascular covered stent that are cleared in the us. The pro code and 510 k number for the covera plus vascular covered stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 04/2024) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that sometime post a stent placement procedure, the patient allegedly experienced type ia endo leak. The current status of patient is unknown.